Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The explanted ipg was retained by the facility and was not returned to boston scientific.